Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was a sterile breach of a bd luer-lok¿ disposable syringe. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that there was a sterile breach of a bd luer-lok¿ disposable syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: a total of eight 1ml ll syringes in packages were received, confirmed to be from batch # 8054956 (B)(4). The samples were visually evaluated. All packages were found to have silver and red manufacturer web splice on one side of the package. Packages from cavities 6, 7, 8, 9, 10 had a small amount web splice at the end of each package. They were fully sealed as the splice did not interfere with the seal. Packages from cavities 17, 18, 20 had open seal ¿ they had majority of the splice, which interfered with the seal formation at one end. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the samples received one shot of syringes would be affected by the splice. There are 10 syringes in one shot across the web potentially affected: cavities 11-20. The open seal defect is likely a result of splice sensor failure during the packaging process. No corrective actions are necessary based on the defective rate identified. Investigation conclusion: the open seal defect is likely a result of splice sensor failure during the packaging process.

Event description:
It was reported that there was a sterile breach of a bd luer-lok¿ disposable syringe. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.